Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient was placing the appliance for use and upper right band/anchor came off. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue on (B)(6) 2025 and stopped using the device on (B)(6) /2025. The patient didn't suffer any harm/injury, and no medical intervention was required. The device was rinsed with water by the patient according to the instructions.

Manufacturer narrative:
Corrected data: d9. No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).